Event description:
Spinal stimulator generator exchange required after 11 months of use. Battery revision of thoracic spinal cord stimulator and rechargeable battery - short procedure (B)(6)2010. Note: arrangements are pending with medtronics to release equipment.